Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient line was not properly primed before the patient connected. The patient was to complete therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line and instructs the user to verify that the patient line is properly primed. It also provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.